Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant and temporary were placed in ada site 4, the implant had not yet achieved osseointegration. Clinician reports peri-implantitis, infection, bio- mechanical overload, mobility, bleeding, inflammation and bone loss.. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 1.5 months after the dental implant and temporary were placed in ada site 4, the implant had not yet achieved osseointegration. Clinician reports peri-implantitis, infection, bio- mechanical overload, mobility, bleeding, inflammation and bone loss.. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).